Manufacturer narrative:
This report is submitted on july 13 2020.

Event description:
Per the clinic, the patient experienced persistent static since activation. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2020. Reimplantation is planned but had not taken place at the time of this report, (B)(6) 2020.